Manufacturer narrative:
Following livanova¿s recommendations, hardware reset procedure was performed on (B)(6) 2016, and it was confirmed that the hardware reset temporary corrected the interrogation issue allowing a quite normal interrogation session. Nevertheless, the user tried to re-interrogate the device in a new session but it has not been possible due to same issue as on (B)(6) 2016. Patient care recommendations were provided on (B)(6) 2016 to explant the device.

Event description:
During last follow-up on (B)(6) 2016, the device could not be interrogated, despite a good magnet response (95bpm).the physician asks for an explanation about this behavior. Preliminary analysis of the programmer files confirmed that some difficulties were encountered upon device interrogation (B)(6) 2016. Based on preliminary analysis, recommendations were provided on (B)(6) 2016 in order to force the device to switch into standby mode and then to re-initialize it.

Manufacturer narrative:
Following our recommendation, device was explanted and returned for analysis.

Event description:
During last follow-up on (B)(6) 2016, the device could not be interrogated, despite a good magnet response (95bpm).the physician asks for an explanation about this behavior.preliminary analysis of the programmer files confirmed that some difficulties were encountered upon device interrogation (B)(6) 2016. Based on preliminary analysis, recommendations were provided on (B)(6) 2016 in order to force the device to switch into standby mode and then to re-initialize it.

Event description:
During last follow-up on (B)(6) 2016, the device could not be interrogated, despite a good magnet response (95 bpm).the physician asks for an explanation about this behavior. Preliminary analysis of the programmer files confirmed that some difficulties were encountered upon device interrogation (B)(6) 2016. Based on preliminary analysis, recommendations were provided on (B)(6) 2016 in order to force the device to switch into standby mode and then to re-initialize it.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed a failure at some part of an integrated circuit.

Event description:
During last follow-up on (B)(6) 2016, the device could not be interrogated, despite a good magnet response (95bpm).the physician asks for an explanation about this behavior. Preliminary analysis of the programmer files confirmed that some difficulties were encountered upon device interrogation (B)(6) 2016. Based on preliminary analysis, recommendations were provided on (B)(6) 2016 in order to force the device to switch into standby mode and then to re-initialize it.

Event description:
During last follow-up on (B)(6) 2016, the device could not be interrogated, despite a good magnet response (95bpm).the physician asks for an explanation about this behavior. Preliminary analysis of the programmer files confirmed that some difficulties were encountered upon device interrogation (B)(6) 2016. Based on preliminary analysis, recommendations were provided on (B)(6) 2016 in order to force the device to switch into standby mode and then to re-initialize it.